Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. The device memory indicated an issue with the atrial lead position check. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited both intermittent and complete loss of capture and was noted to not be pacing. There is multiple short circuit pace (scp) or open circuit pace (ocp) counts on right atrial (ra) lead and rv lead. The ra lead also had a atrial lead position check fail. There was also a false trigger alert for atrial lead impedance out of range on the implantable pulse generator (ipg) device. The patient experienced symptoms of bradycardia, with heart rate at forty beats per minute. The rv lead was reprogrammed. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.